Event description:
It was reported there were several episodes of over sensing and noise seen on the patient's defibrillator at similar times of the day. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were eight ventricular non-sustained tachycardia (nst) less than or equal to 210 ms between (B)(6) 2011 and (B)(6) 2012. The programmer save to disk data file (B)(4) electrogram show various noise waveforms in the eight ventricular nst episodes between (B)(6) 2011 and (B)(6) 2012.